Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "probable" relationship to the impella device used and would eventually expire. The patient was on medical floor waiting for surgical aortic valve replacement planned and began to decompensate. The patient was transferred to the intensive care unit and on dobutamine, intubated for airway protection, and then to the cardiovascular lab for an impella cp device placement. Prior to the impella implant procedure, the patient had a left ventricular end-diastolic pressure (lvedp) of 40 and 20% ejection fraction. A biventricular aortic valve replacement was performed followed by the impella cp device implant via the left femoral artery. The impella implant was completed without complications, position verified, and the patient's hemodynamics immediately responded. The lvedp was now 20. The next day the nurse reported urine output changed to a tea color. The impella cp pump performance level was reduced to p-7. Aortic valve replacement surgery was planned for the next monday (approximately three days later). The following day, the patient was weaning down at performance level p-6 with good outputs and cardiac index. Urine output and color improved. However, two days later, the patient decompensated upon preparation for the operating room and expired. It was reported regarding the hemolysis, the patient had not recovered/the event had not resolved.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.